Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial or lot#: (B)(6) 2023 d9: no h3: no h4: mfg date: 24-jan-2022 h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated with a ventricular assist device experienced several device-related issues. Review of log file data revealed motor start events with atypical parameters and above normal power. Of note, the vad is part of subgroup 3 population for delay or failure to restart. A controller fault alarm was triggered due to a depleted internal battery. The hcps decided together with the patient to exchange controller in a controlled environment. The hcps reported that when the new controller was powered with an ac-adapter they connected the pump and the controller gave a vad stop alarm while the pump remained connected to the alarming controller. During this time a controller with alternative software was being prepared but the vad eventually restarted but was noted to have start with atypical parameters. The patient tolerated the time off the pump. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad started without any interaction of the controller with the unapproved software, it was not used but were given to the patient as a backup controller.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) d9: yes, return date: 11-mar-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) was not returned for evaluation as it remains in use. One (1) controller (B)(6) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Internal visual inspection did not reveal any anomalies. Visual inspection revealed contamination within both power ports. This is an additional finding, not related to the reported event, likely due to the handling of the device. Review of the alarm log file associated with (B)(6) revealed one (1) critical battery alarm involving bat(B)(6) logged on (B)(6) 2025 at 21:01:53. The critical battery alarm is a result of the battery depleting below 10% relative state of charge (rsoc). Analysis of the log files revealed that at the time of the alarm, bat(B)(6) was con nected to power port one (1) with 24% rsoc and bat(B)(6) was connected to power port two (2) with 9% rsoc. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2025 at 11:33:30 and on (B)(6) 2025 at 10:32:44, as wel l as multiple event exceptions logged on 08/jan/2025, due to a fault in the internal battery charging circuit. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm and event exceptions could not be replicated. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the event file associated with (B)(6) revealed a controller power up event and associated pump start event logged on 10/jan/2025 at 15:48:21. Review of the data log file associated with (B)(6) revealed that the controller was not in use prior to the event date; the first data point was logged on (B)(6) 2025 at 15:48:56, indicating that the controller power up likely occurred during the initial programming of the controller during the reported controller exchange. Log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 15:48:43, indicating that the controller was powered on without the driveline connected. Log file analysis revealed three (3) motor start events logged on 28/jul/2022 at 10:21:35 and on 10/jan/2025 at 15:48:43 and at 15:49:01, in which the motor start parameters were atypical. Log file analysis also revealed intermittent increases in power consumption above normal operating range during the analyzed period; however, no high watt alarms were logged within the analyzed period. As a result, the reported events were confirmed. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller during the reported controller exchange. Based on the available information, the device may have caused or contributed to the high-power event. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the reported critical battery alarm event can be attributed to the battery depleting below 10% rsoc. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated with a ventricular assist device experienced several device-related issues. Review of log file data revealed motor start events with atypical parameters and above normal power. Of note, the vad is part of subgroup 3 population for delay or failure to restart. A controller fault alarm was triggered due to a depleted internal battery. The hcps decided together with the patient to exchange controller in a controlled environment. The hcps reported that when the new controller was powered with an ac-adapter they connected the pump and the controller gave a vad stop alarm while the pump remained connected to the alarming controller. During this time a controller with alternative software was being prepared but the vad eventually restarted but was noted to have start with atypical parameters. The patient tolerated the time off the pump. No patient complications have been reported as a result of this event. On (B)(6) 2025: it was further reported that the vad started without any interaction of the controller with the unapproved software, it was not used but were given to the patient as a backup controller. On (B)(6) 2025: it was further reported that the vad started without any interaction of the controller with alternate software. It was not used but were given to the patient as a backup controller.